Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. The bin file data was available for review. The bin file data showed an unrecoverable analog error due to a defective transmitter which will result in a transmitter failure. The reported event of a "pair new transmitter" message is reportable based on the finding of a defective transmitter leading to transmitter failure. No injury or medical intervention was reported.